Manufacturer narrative:
The complaint was verified due to faulty microswitch. Visual inspection of the device was performed, reservoir with water was filled, attached temp check e5581 due date apr 2025. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit did not warm up, and it alarmed and flashed a red light when turned on. There were unknown patient harms or adverse effects reported as a result of the event.